Event description:
In 2011, the patient had a granuloma. They pulled the catheter out of the patient¿s back, but part of the granuloma remained in her back. The device system was delivering morphine at the time of the event. The patient¿s symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11349r30, implanted: (B)(6) 2002, product type catheter; product ID 8711, lot # j11320r56, implanted: (B)(6) 2002, product type catheter. (B)(4).